Event description:
Same case as: 2134265-2009-04330. It was reported that during an ablation procedure, a burr became stuck on a wire. The 90% restenosed and eccentric lesion was located in a moderately tortuous and severely calcified mid circumflex artery. The lesion was not predilated. First a 1.25mm burr was used in the lesion with no problem. Then, a 1.75mm burr and rotawire were advanced to the 10mm lesion. The burr was rotated at 180,000 rpms and was continuously advanced and retreated. The burr was kept in one position no longer than 15 seconds. Resistance was met during the procedure, but no force was used to advance the rotablator system. The burr became stuck in the lesion and 3 different wires were placed in the lesion in an attempt to remove the burr. After the attempt with the third wire, the burr was removed from the lesion. The procedure was completed by deploying a non bsc stent in the lesion. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).